Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) 2018: total: polymorphic flora with staphylococcus saprophyticus and pseudomonas sp (3cfu). On (B)(6) 2018: total: moraxella sp(1cfu). The facility had manually reprocessed the subject device with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. In the result of the additional microbiological testing by the third party laboratory, the subject device tested positive for the following bacteria, but the testing result cleared (B)(6) guideline. On (B)(6) 2018: total: staphylococcus coagulase negative(2cfu/100ml). On (B)(6) 2018: total: no microbial growth. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.